Event description:
Patient is an oncology patient on an investigation protocol for his cancer. At the initiation of the calcium folinate ivpb infusion, it was noted that the solution was leaking from the hospira plum set tubing. It is not clear if this is from air vent, the drip chamber area, or from the cassette itself. The IV solution was stopped immediately and removed from the patient. The remainder of the chemotherapy regimen was given to the patient without any further incident. There is clearly a defect in the hospira plum set tubing as this is now the fourth tubing that we have had issues with. Dates of use: (B)(6) 2012.